Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed displacement test, self-test and error test. The insulin pump alarmed motor error during basic occlusion test due faulty force sensor. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside the insulin pump and passed. The insulin pump was monitored and no blank display anomalies or unexpected low battery alarms were noted. No damage on the lcd isolation tape noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was currently hospitalized due to a blood glucose level over 400 mg/dl. The customer reported that the insulin pump had a low battery alert, then the display went blank without his knowledge. The customer also stated that the device had a battery out limit. During troubleshooting, the customer replaced the battery and the display returned. However, the customer reported that his doctor requested that the device be replaced. The insulin pump was replaced and returned for analysis.